Manufacturer narrative:
On november 28, 2023, mentor received ultrasound results. The information indicated that the patient had a left breast cyst and implant site fluid collection of the right breast. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2023, mentor was notified that the complaint device would not be returned and, the hospital would be retaining it. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation surgery with implantation of a 545cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced a ruptured right breast implant using magnetic resonance imaging. Subsequently, during a consultation with a medical professional, she was observed to have bilateral ptotic breasts/breast mounds and bilateral contour deformities of the breasts. As a result, the patient underwent bilateral removal and replacement with natrelle breast implants on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-05973 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).